Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at ¿03:00pm¿, but did not specify on what date. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that ¿right away¿ after the alleged issue occurred, she developed a symptom of ¿thirsty¿ however denied receiving any treatment. During the call the cca noted that it was the first time the meter had been used and there was no apparent misuse of the device. The error message presented when the power button was pressed. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.